Manufacturer narrative:
No pt info available as no pt involved in this concern. Customer did not return the vertek arm they owned and did not purchase a new one. Device not returned for eval.

Event description:
Site called in to report that their vertek arm needed to be repaired or replaced. No pt was present.